Event description:
The customer reported that the insulin pump alarmed motor error during prime and he was unable to rewind the device. The blood glucose reading was 257mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched display window and missing end cap sticker.